Event description:
It was reported that during preparation of a port placement procedure, the packaging was not complete as the introducer needle was allegedly found to be missing from the package. The procedure was procedure completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port implantable port with several components were returned for sample evaluation and along with one photo provided for review. Visual evaluations were performed. Introducer needle and the syringe were missing. A slight bend was noted to the proximal end of the peel apart sheath. The valve caps were noted to be detached from the t-handle of peel-apart sheath. Photo review is inconclusive as photo was not clear to investigate. Therefore, the investigation is confirmed for the reported components missing issue and identified the deformation and detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.